Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where the customer reported that the clave additive port snapped off. The customer provided a picture showing the detached clave additive port of the sample. There was an unknown patient involvement and unknown patient harm.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). The device is available for evaluation- it has not been received. The investigation is pending.

Manufacturer narrative:
Investigation summary: received one (1) picture of the set with the clave broken off at the luer above the semi-rigid joint. Received one (1) used list #142730490, plum 150 ml burette set. As received, the blue clave was observed to have broken off of the semi-rigid adapter atop the burette set. It appeared to have broken at the base of the luer. The deformation on the area of the break showed beach marks with smooth sections, typical of a bend break. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. The complaint of breakage can be confirmed. The probable cause is due to an unintentional bending force applied during use.